Event description:
It was reported the patient's blood glucose level rose above 300 mg/dl. The pod was reportedly leaking while worn for between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined.